Event description:
It was reported the pt's pump is "occluded" and that during refill's all 40 ml of medication was removed from the pump. This had been occurring for the past several months. The device reportedly "flips and is no longer in the pocket." The pt's last appointment with their physician was in october. The physician reportedly will not take the pump out due to possible infection. No pt symptoms were reported. Add'l info has been requested but was not available on the date of this report.